Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed that the screen was scratched. The investigation found that the divice displayed error code 1720 when it was powered up. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited lec 1720. No patient involvement reported.